Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was readmitted for gastrointestinal bleeding (B)(6)2022 to (B)(6)2022. Less than 4 units of red blood cells were transfused on (B)(6)2022. The patient was on warfarin and aspirin at the time of the event. The patient had a documented history of colon diverticula that could potentiate a bleeding episode. Treatment on admission included abstinence from food and drink, transfusion and anticoagulation agent adjustment.